Manufacturer narrative:
According to the information received, this case seems to be linked to an abscess. Skin infections such as abscess, may manifest as fluid collection/abscess/nodule and firmness and appear within days after injection. These are well-known and widely documented adverse reactions in the context of hyaluronic acid filler injections. Infections are usually caused by an association of multiple bacteria that invade the wound at the site of injection due to a temporary disruption of the skin barrier. Lack of asepsis during injection and/or posttreatment care and intraoral injections are common etiologies for this complication. Adequate treatment with antibiotics leads to a complete resolution of the symptoms without sequelae. Additionally, the risk of such adverse events is mentioned in the instructions for use of teoxane products. In this complaint, the subsidiary mentioned previous patient¿s treatments with non teoxane dermal fillers in the same injected area, which is a contraindication for the use of teosyal products. Indeed, the interactions with teosyal products and competitors have not been studied. The safety of use is therefore not guaranteed. This is default text configured for block h10.

Event description:
Abcess - nodule - fluid collection [abscess] ([skin induration]) rha 2 injected in the lip while revolax deep still present [intentional product misuse] . Case narrative: on 02-jun-2026, the spanish subsidiary notified teoxane geneva about an adverse event. The case was reported by a physician. According to the information received, a patient was injected on (B)(6) 2026 with rha 2 in the oral commissures (0.1 ml), in the lips (0.4 ml) and in the marionette lines (0.5 ml) using the retrotracing technique using both a cannula 25g and the needle supplied in the box. The patient had a history of previous aesthetic procedures: on (B)(6) 2025: revolax deep in the lips, (B)(6) 2025: novuma in the lower third, (B)(6) 2025: revolax deep in the chin, lips and cheekbones. Few days later, the patient experienced a nodule between the marionette line and the mandibular line. This nodule progressively increased in size and in firmness. An empirical treatment with prednisone and an antibiotic therapy was initiated on (B)(6) 2026. After approximately three days of treatment, no significant clinical improvement was noticed so the patient attended a consultation with another medical doctor. An ultrasound was performed in the left marionette line identifying an image consistent with a fluid collection, suggesting an abscess. A drainage was performed on the lesion located in the marionette line. Additionally, another collection in the lower lip was drained. Considering the diagnosis provided and the medical intervention, the case was assessed as reportable. A total of 3,000 iu of hyaluronidase was administered across two visits during that same week. Antibiotics therapy (clindamycin) was also initiated. After the initiation of these therapeutic measures, some partial clinical improvements were noticed with a reduction of symptoms. Since the complete resolution of symptoms was not achieved, the patient remained under follow-up. At the time of this report the patient's symptoms are monitored and the investigations are on-going.